Event description:
A patient implanted with an implantable cardiac defibrillator (ICD) system was reported as deceased with limited information. It was reported that the patient died approximately 11 months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314drg, implanted: (B)(6) 2012; product ID: 694765, implanted: (B)(6) 2012. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.